Event description:
Using a phillips dreamstation sv model affected by the philips recall. The machine is used because I have severe sleep apnea both obstructive and central. I registered my machine on 2 august 2021 for the recall, confirmation number (B)(4) and have not received a replacement. I have developed a constant cough including production of phlegm which has gotten worse in the past couple of months. Numerous calls and emails have failed to produce any information on replacement of my device.